Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. A work order (wo) was created to have the device serviced; however, the wo was cancelled, and it was reported that service was no longer required. No further actions were performed by philips, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the se tested the device with the same setting that were used when the error 110b (check vent: proximal pressure sensor auto zero failed) was observed. The se was unable to recreate the issue. The se checked the data acquisition (da) board, and the solenoid valve pins, and it was observed that the pins were out of alignment. The se adjusted and reseated the da board. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent proximal pressure sensor auto zero fail" error message. It was unknown how the issue was found. No patient or user harm reported. The customer reported that the v60 ventilator displayed a "check vent proximal pressure sensor auto zero fail" error message. The device was evaluated by a biomedical engineer, and it was reported that the issue was not duplicated. Additional details were reported in follow up record, and it was reported that the device was in use when the issue was observed. No patient or user harm reported. It was previously reported that the issue could not be duplicated by the biomedical engineer; however, the event log was reviewed, it was confirmed that a 110b error code (check vent: proximal pressure sensor auto zero failed) was logged. The customer requested additional service. This investigation is ongoing.